Manufacturer narrative:
Philips has investigated this complaint. The customer reported the issue no geometry available. The customer identified that there was a problem with geometry pc. The philips field service engineer (fse) visited onsite, but the customer was not able to recall the issue. So, no additional information was provided for further investigation. The root cause of the issue was not established. Later, fse connected with the customer and did a full system reboot. After the reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry was not available as the geo-pc did not start. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the geo-pc. The device was returned to expected functionality.